Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye and magnification observed the female connector was separated from the light blue main body. The reported condition of separation was verified. The female connector was connected and disconnected to an in-lab connector with no issues. No leaks were observed during leak testing. Clear passage and twist clamp function testing were performed with no issues. The reported condition of leak was not verified. The cause of the leak could not be determined. The cause of the separation was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis patient experienced a disconnection with the minicap transfer set, further specified as "the dark blue section of minicap transfer set unscrewed from the light blue finger holds". Pd fluid leaked from "the twist clamp and the white part of the twist clamp where it joins to the tube". During drain, slightly cloudy/rose color effluent was observed. It was reported "the line was changed" and unspecified antibiotics were started for two weeks (no further details). It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.